Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was broken and required maintenance. A field service engineer (fse) found that the auxiliary drawer bumpers were missing or damaged, which led to the migration of the bearing cage and the bearings falling out. Fse removed the cubie pockets from the defective drawer module, then removed the drawer module with the damaged rails and installed a new drawer module, assigned the drawer module. Fse confirmed that the cubie pocket replaced and the issue was resolved. Fse also performed preventive maintenance and resecured the retractor cable connections and pyxie bus cable, verified unit for loose medication and debris and also tightened the loose drawer fronts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.2 was broken and required maintenance. A reboot was attempted, but recovery was unsuccessful. The power cable was unplugged and plugged back in; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.